Event description:
Caller alleged discrepant results compared to lab. Results are as follows: date: (B)(6)2013, inratio: 1.5, lab: 2.2. Therapeutic range: 2-3. Time: within 30 minutes.

Manufacturer narrative:
Investigation pending.